Event description:
The pt reported that he applied the pod at 7:40 am on (B)(6) and his was normal at that time. He ate breakfast just before that and took a 7 unit bolus for the meal. By 10:00 am his bg read "high" (>27.8 mmol/l or 500 mg/dl). He went to the emergency room where they measured his blood glucose at 31.6 mmol/l (569 mg/dl). He was treated for the day and released at 9:00 pm with bg of 7.5 mmol/l (135 mg/dl).

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your heathcare provider's recommendation to treat hyperglycemia," and "high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention."